Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/17/2019. Evaluation: it was reported that device had strap performance issues during the procedure. The analysis results found that the device was returned with no damage in the external components. In addition, foil pouch was received. In an attempt to replicate the reported incident, fire testing was not conducted because trigger was jammed. The instrument was disassembled; upon disassembly, the prongs of the fork were deformed causing the jamming and 3 straps were found inside cannula shaft. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. Per the analysis, a possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please confirm that when the straps did deploy they were not adhering to the mesh and/or tissue? Yes. Is surgeon reporting that the patient did experience an adverse consequence of bleeding as a result of the clips (straps) not adhering to tissue/mesh which in turn could result in a hematoma? If bleeding or hematoma was a patient consequence, please indicate if there was any medical or surgical intervention to treat the reported event? Low bleeding when the event happened, no post op bleeding. No medical or surgical intervention to treat the reported event.

Event description:
It was reported that the patient underwent inguinal hernia repair on (B)(6) 2018 and absorbable straps were used. During the procedure, the straps unhooked and were not adhering to the patient¿s tissue, low bleeding occurred with a risk of post-operative hematoma. It was further reported there was no post-operative bleeding and no additional medical or surgical intervention was required to treat the patient. There were no adverse patient consequences reported. No additional information was provided.